Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient was in atrial fibrillation due to a loss of atrial sensing. Programing changes were made. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of sensing. Programing changes were made. The patient was stable.

Manufacturer narrative:
Correction: b5 adjusted to remove atrial fibrillation.

Manufacturer narrative:
Correction: health effect - clinical code should be 4582 - no clinical signs, symptoms or conditions, health effect - impact code should be 4641 - unexpected medical intervention.